Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: there was an uncut area on superior proximal part of mucosal membrane. A new instrument was used to complete the procedure. No bleeding occurred as a result.